Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician, who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback after the first stop. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr (lot f1220505) indicated that the device lot met all established performance criteria prior to shipment. After a review the medwatch MFR report # was changed from 3004939290-2012-00495, to 3004939290-2013-00025. The user facility (largo medical center) filed medwatch report # 1002480000-2013-8006, for this event. The date of event, patient's age, patient's gender, description of event and the date of the relevant test have been updated based on the information in the user facility medwatch report.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1220505) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that an (B)(6) female patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback after the first stop. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.